Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), depression ("depression"), mental disorder ("psychological disorders nos") and burnout syndrome ("burnout"). The patient was treated with surgery. At the time of the report, the pelvic pain, depression, mental disorder and burnout syndrome outcome was unknown. The reporter provided no causality assessment for burnout syndrome, depression, mental disorder and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), depression ("depression"), mental disorder ("psychological disorders nos") and burnout syndrome ("burnout"). The patient was treated with surgery. At the time of the report, the pelvic pain, depression, mental disorder and burnout syndrome outcome was unknown. The reporter provided no causality assessment for burnout syndrome, depression, mental disorder and pelvic pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.